Event description:
Pt had moderate to heavy calcification, small caliber external iliac arteries (7-8mm), common iliac arteries (10-11mm), with little tortuosity. Physician pre-dilated with two 9x4 balloon, dilator (16 and 18), and koons balloon catheter, over an amplatz super stiff guidewire, the delivery catheter went into position nicely following the dilation, ending with a successful deployment of the stent graft. During withdrawal of the delivery catheter, the front tip and front sheath broke at the polyimide. The remaining tip was retrieved by inserting a 12mm balloon catheter through the remaining portion of the front sheath and it was removed without further incident. No pt sequelae was noted.